Event description:
Complainant alleged that medics reponded to a call for a pt who suffered a witnessed cardiac arrest. A first reponders device was attached to the pt and energy was delivered. The pt converted to a non-shockable rhythm and CPR was continued. This device was then attached to the pt and upon an attempt to delivery energy, the device displayed a "bridge test failed" message. The user then tried "a few more times" to deliver energy, and the device displayed a "bridge test failed" message. The device was turned off/on "several times" and the device then reportedly delivered another shock to the pt. Subsequent attempts to deliver energy resulted in a "bridge test failed" message. Complainant indicated that the pt subequently expired.